Event description:
While performing an investigation on the customer's returned freestyle navigator transmitter, a crack was observed on the lower housing, battery door latches. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's transmitter was sent for further investigation. A follow-up report will be filed once the investigation results are available. Remedial action 2954323-04/14/209-002-c was reported (B) (4) on 14 apr 2009.

Event description:
Non-bsc randomized controlled study comparing treatment of femoropopliteal disease with primary stenting and post angioplasty vs primary stenting and post cryoplasty. It was reported that six months post procedure in-stent restenosis occurred. Cryoplasty was performed with a .035 - 5/100/120 polarcath balloon in (B) (6) 2007 to treat an occlusion in the mildly calcified and non-tortuous superficial femoral artery. The procedure was completed with the deployment of a non-bsc stent. There were no patient complications. Patient status is reported as "improved abi's and no symptoms". (B) (6) 2008 intervention was performed to treat in-stent restenosis in the sfa. Patient status was reported as "improved abi's". However six months later patient was taken for femoropopliteal bypass surgery.

Manufacturer narrative:
The returned transmitter ((B) (4)) was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing. Remedial action 2954323-04/14/2009-002-c was reported to the (B) (4) district office on 14 apr 2009.